Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient reported that the device never worked right from the start. They said the implanted device just shocked them all the time, so they kept trying to get the device to work, but it never worked. As a result, the patient stopped using the device. Pt said the implant never helped with the back and it hurt it even more. Pt also had a hip replacement. Pt also reported when implanted the ins was in the bottom of butt cheek and over time, over the years, it kept moving up. Now it is up to the top of their hip. Pt asked dr. (B)(6) to take it out and hcp said no and suggested to put a new battery. Pt has a new surgeon now dr. (B)(6). Pt does not have a managing hcp. Dr. (B)(6) gave pt the patient programmer because it was lost but pt said they were sure the implant was dead anyway. Pt now needs an MRI of their back and neck. Hcp wanted to get the model #. Reviewed and reviewed MRI info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for degn. Disc disease/herniated disc pain. Information was reported that the patient is not sure if the implant is working and that the implant has migrated lower in the patient's buttocks. The patient stated that she has not used the implant in several years. No further complications were reported. No patient symptoms were reported.